Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. It was reported on an unknown date the patient went to the hospital because "she didn't feel good¿ (no further details available) and subsequently died on the same date in the hospital. The cause of death was reported to be due to cardiac arrest. It was reported automated pd therapy was ongoing until the time of death; however, the patient was not connected to the hc device or performing therapy with a baxter solution at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of death was reported as to be ¿sometime around 16 dec 2014¿. Should additional relevant information become available, a supplemental report will be submitted.